Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 156 mg/dl at the time of the incident. Customer reports they were able to clear the alarm. Customer reports pump did require rewind. Customer able to complete rewind. Further customer stated that alarm occurred after the battery change. Onward there was the multiple error alarms after the battery change that customer experienced. The customer was assisted with troubleshooting. Device will return for analysis.